Event description:
It was reported that this lead was attempted implant. The physician opened the catheter and while washing and moving the sleeve he noticed that the tip of the catheter was detaching from its body. Subsequently, a new lead was successfully implanted. No additional patient adverse effects were reported. This lead is expected to return for analysis.

Manufacturer narrative:
Amendment: this event is no longer reportable since boston scientific representative confirmed that this lead was never used. The physician found out that the lead was damaged during preparation, after opening the sterile packaging, so they opted to use a different lead. Please disregard report 2124215-2024-68149.

Event description:
It was reported that this lead was attempted implant. The physician opened the lead and while washing and moving the sleeve he noticed that the tip of the lead was detaching from its body. Subsequently, a new lead was successfully implanted. No additional patient adverse effects were reported. This lead is expected to return for analysis. Additional information received indicated that this lead was found damaged, and the physician noticed it during the implant. The lead was never implanted and didn't touch the patient. A lead was successfully implanted.